Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient came in for a generator change and at the time of the procedure the left ventricular (lv) lead was found to not be capturing. On 1 jul 2022 the physician elected to cap and replace the lv lead. There were no patient consequences.